Event description:
It was reported that a versacross connect laac access solution was selected for use during a watchman procedure. During preparation, upon opening the packaging for the versacross connect it was noted that the distal tip of the dilator was damaged, like a rip. Thus, a new kit was opened to be used. The procedure was completed successfully. No patient complications were reported. Product return is expected. It says that the material was buckled, prior to advance into the sheath. No other issues were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the dilator was visually inspected and confirmed to have a tip and taper damage, aligned with tip damage. Also, a minor scrapping was noted along its distal end. Additionally, the device passed flushing tests. The reported allegation of dilator tip damage was confirmed based on the product investigation.

Event description:
It was reported that a versacross connect laac access solution was selected for use during a watchman procedure. During preparation, upon opening the packaging for the versacross connect it was noted that the distal tip of the dilator was damaged, like a rip. Thus, a new kit was opened to be used. The procedure was completed successfully. No patient complications were reported. Product return is expected. It says that the material was buckled, prior to advance into the sheath. No other issues were reported. The device has returned for analysis.